Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump failed and did not power on. The insulin pump may have moisture damage. Customer's blood glucose level was not reported. The device was not returned.